Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening extended on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening broken on radius assessed as a surgical impact opening. A opening crease sharp on radius assessed as fold flaw opening.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.